Event description:
Caller reported an incorrect time display on their device. The issue did not result in blood glucose levels exceeding 500 mg/dl or dropping below 54 mg/dl, indicating no adverse impact. Technical support assisted with updating the pump time and advised the caller to monitor for discrepancies, recommending follow-up if the issue persisted.